Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that left ventricular lead exhibited loss of capture. A chest x-ray was performed and revealed that lead was dislodged. The issue was resolved with reprogramming the mode to deactivate lead, which remains implanted. The lead was not replaced, as it would be too risky for the patient. The patient was stable.